Event description:
Litigation alleges patient had pain and discomfort after asr hip implant.

Manufacturer narrative:
**Update** 5/1/2013- ppd received. Part/lot have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint &#13130;litigation alleges patient had pain and discomfort after asr hip implant. Doi: (B)(6) 2009 (left hip). Dor: none reported. Patient is resident of (B)(6). Update 5/1/13- ppd received. Part/lot have been updated. There is no new information that would change the outcome of the investigation. Update 7 aug 2014 - der rcvd - added dor, sales rep information, surgeon name, metal debris as a reason for revision and stem and sleeve products. (Stem details from product stickers invalid so reported as unknown). Der confirms that the tip of the screwdriver broke off during surgery and was retrieved. This instrument is being processed in (B)(4).